Manufacturer narrative:
The peritonitis event onset date was reported as "on a not specified date recently". As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment details and action taken with extraneal and physioneal therapies were not reported. At the time of this report, the patient had recovered. No additional information is available.